Manufacturer narrative:
Product code: dre. Concomitant devices: phillips glidelight 14fr and 16fr. Cook lr-tss-13.0. PMA/510(k): k141148.

Event description:
It was reported that the patient was undergoing a lead extraction procedure to remove three leads implanted within chest (right atrium, right ventricle, and left ventricle) because if a badly infected implantable cardioverter-defibrillator (ICD). The lead extraction procedure was performed 2 weeks after the infection was confirmed. Of the leads to be extracted, the left ventricular was extracted first using a philips glidelight 14fr. Afterwards, the right ventricular lead was removed using the glidelight 14fr, glidelight 16fr, and finished with the cook evolution rl 13fr with a cook steadysheath (lr-tss-13.0). During extraction of the right ventricle lead, a strong adhesion around the superior vena cava (svc) curve was noted. Both glidelight laser sheaths were unable to go through the svc, but the evolution 13fr and steady sheath did pass through the area. Blood pressure reportedly dropped as the evolution device advanced beyond the svc towards lead tip. In response to drop, pericardiocentesis was performed and an intra-aortic balloon pump was employed while the patient was placed on a percutaneous cardiopulmonary support system. Extraction was then resumed, with all the targeted leads extracted completely using evolution rl 13fr to complete the case. Doctor noted that he was not sure when they damaged the vessel during the procedure. An update from territory manager revealed that patient passed on june 1st due to bacteremia. The doctor said the reason of the death is bacteremia and stated that he was able to stop bleeding from the svc during the procedure. For this patient, his condition and infection was bad when the lead extraction was performed.